Event description:
It was reported that a warning message appeared on the provider's tablet while programming the patient's device, stating that the programmed current is possibly not being delivered at the specified level. The doctor received the message when the output current was increased from 0.5ma to 0.75ma. It was noted that the doctor interrogated a second time, and the same warning message appeared. No other relevant information has been received to date.

Manufacturer narrative:
Software version 11.0.4.

Event description:
It was reported that the device was interrogated and the low output current warning was not seen. No other relevant information has been received to date.